Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that the port for the therapy cable was broken. The customer advised that the port worked intermittently when wiggled around. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the port for the therapy cable was broken. The customer advised that the port worked intermittently when wiggled around. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no report of patient use associated with the reported event.